Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that his blood glucose has been high for the past couple of months. The patient's blood glucose at the time of incident was 251 mg/dl. During troubleshooting it was discovered that the drive support cap was flushed. However, the insulin pump was able to prime. The insulin pump was not returned for analysis at this time.